Event description:
A caller reported an issue with their cgm, specifically error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with the complete information needed to reset the pump, and the caller planned to reset the pump at their convenience and would follow up if the issue continued.